Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 396 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that he smelled insulin on the day of the event, but no leak was observed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.